Event description:
It was reported that the patient¿s symptoms returned. High impedances were seen and when the lead component of the implantable neurostimulator (ins) was tested in the operating room (or) there was no motor response. No patient injuries were reported. Follow up information received from the healthcare professional (hcp) 8 days later noted that cause of the issue was a decrease of the level of symptom control in the last 6 months. Impedances on electrode combinations of c to #1, c to #3, #0 to #1, #0 to #3, #1 to #2, #1 to #3, and #2 to #3 all showed values >4000 ohms. It was unknown if the implantable neurostimulator (ins) or the lead component was the cause of the issue. Reprogramming performed on (B)(6) 2013 showed ¿errors¿ in programs c <(>&<)> 1,c <(>&<)> 2, and 2 <(>&<)> 0. The battery life was reported as within normal limits (wnl). The patient was given 2 new programs. A kidneys/ureter/bladder (kub) procedure performed on (B)(6) 2013 showed normal appearing ins device but was noted to be ¿somewhat rotated.¿ a surgical revision was performed on (B)(6) 2014 where the ins and lead component were replaced. Hospitalization was not required for the event and the patient outcome was reported as recovered without sequelae. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va045uj, implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4). Analysis of neurostimulator (ins) model 3058, serial # (B)(4), showed no anomalies. Analysis of lead model 3889-28, lot # va045uj showed 2 unknown conductors were broken (overstress damage) 14.6 cm from the proximal end at the ¿severe lead bend site¿. It was also reported that all of the conductors were broken (overstress damage) 20.2 cm from the proximal end at the ¿severe lead bend site¿. In addition, it was reported that #0, #2, and #3 circuits were shorted (suspected) at the distal end of all of the conductor break sites. Circuits #0 and 1 were shorted (suspected) at the proximal end of all the conductor break sites. Functional testing also showed all circuits were open. The distal end was noted as stretched. The insulation was reported to be stretched underneath electrode #3. The outer insulation was noted as pinched.